Manufacturer narrative:
No conclusion code available. Final analysis found the reported back up vvi was confirmed in the laboratory and was due to exposure to emi. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, the device was found to be in backup vvi mode. It was noted that the device was unable to be reprogrammed out of it. The patient was fine. The device was explanted.